Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, the cartridge was fell out of pump. There was no reported impact to the customer's blood glucose level. Tandem technical support guided the customer through reloading the cartridge and customer was able to successfully resume insulin delivery.